Manufacturer narrative:
Additional information was received that it is unknown if the procedure used an antegrade or retrograde approach. It is also unknown if the exoseal vcd was used in a diagnostic or interventional procedure. The patient¿s approximate height and weight are unknown. The physician achieved certification on the use of exoseal vcd but it is unknown how many times has the physician used the exoseal vcd prior to this procedure. The exoseal vcd was prepped according to IFU instructions. There was no visible sign of device/package damage prior to use. It is unknown if the femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is also unknown if the vessel diameter was verified to be greater than or equal to 5mm in diameter. It is unknown if the puncture site had visible calcium/plaque, if there was a stent near the puncture site or if the vessel had stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. It is unknown if resistance/friction was experienced as the exoseal vcd was advanced through the sheath. It is also unknown if there was difficulty connecting the vascular sheath introducer with the exoseal vcd. It is unknown if there was any difficulty withdrawing the device or if excessive force was used. All parts of the exoseal were successfully removed from the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. The device was received and the preliminary evaluation indicates "outer shaft detached and included." The report will be submitted within 30 days upon receipt. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.

Event description:
During use of a 6f exoseal for vascular closure, the delivery shaft separated after attempting to deploy the device and the plug was hanging outside of the shaft. Hemostasis was achieved with manual compression. There was no reported patient injury. Prior to closure, an unspecified procedure was performed on a target lesion in the right femoral artery. A sheath introducer (6f long sheath, terumo) from the right femoral artery was changed to another new sheath (401-611m brite tip, cordis) after the pci. A 6f exoseal with the sheath introducer was retracted. The physician confirmed that the indicator window changed to black-black pattern, then, he pressed the deployment button to deploy the plug. After waiting for a few seconds, the exoseal with the sheath introducer was removed from the patient as a single unit. However the outside of the deliver shaft was left in the puncture site and the physician kept withdrawing it. The pga plug was confirmed to be hanging at the outside of the shaft. Therefore, the hemostasis was achieved with manual compression. There was no bleeding complication occurred. The product will be returned for analysis. "

Manufacturer narrative:
As reported, during the use of a 6f exoseal for vascular closure, the delivery shaft separated after attempting to deploy the device and the plug was hanging outside of the shaft. Hemostasis was achieved with manual compression. There was no reported patient injury. Prior to closure, an unspecified procedure was performed on a target lesion in the right femoral artery. A sheath introducer (6f long sheath, terumo) from the right femoral artery was changed to another new sheath (401-611m brite tip, cordis) after the pci. A 6f exoseal with the sheath introducer was retracted. The physician confirmed that the indicator window changed to black-black pattern, then, he pressed the deployment button to deploy the plug. After waiting for a few seconds, the exoseal with the sheath introducer was removed from the patient as a single unit. However the outside of the deliver shaft was left in the puncture site and the physician kept withdrawing it. The pga plug was confirmed to be hanging at the outside of the shaft. Therefore, the hemostasis was achieved with manual compression. There was no bleeding complication occurred. Additional information received reported that it is unknown if the procedure used an antegrade or retrograde approach. It is also unknown if the exoseal vcd was used in a diagnostic or interventional procedure. The patient¿s approximate height and weight are unknown. The physician achieved certification on the use of exoseal vcd but it is unknown how many times has the physician used the exoseal vcd prior to this procedure. The exoseal vcd was prepped according to IFU instructions. There was no visible sign of device/package damage prior to use. It is unknown if the femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is also unknown if the vessel diameter was verified to be greater than or equal to 5mm in diameter. It is unknown if the puncture site had visible calcium/plaque, if there was a stent near the puncture site or if the vessel had stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. It is unknown if resistance/friction was experienced as the exoseal vcd was advanced through the sheath. It is also unknown if there was difficulty connecting the vascular sheath introducer with the exoseal vcd. It is unknown if there was any difficulty withdrawing the device or if excessive force was used. All parts of the exoseal were successfully removed from the patient. A non-sterile unit of exoseal vascular closure device 6 french (ous) was received inside of a plastic bag. The catheter sheath introducer (csi) and exoseal were received for analysis. Exoseal button was received already depressed. The indicator window was received white/red/black. The delivery shaft was received separated from the indicator wire. Plug was received partial deployed from the delivery shaft. The csi sheath presented with no damages. Dried blood residuals were observed on the devices. The ID/od of the delivery shaft was measured and was found within specification. Functional test could not be performed due to delivery shaft being separated from the delivery wire. The device was inspected under vision system and delivery shaft was observed already separated. The delivery wire had no damages. The plug was observed in the delivery shaft. Connector wing was observed detached (one wing). Internal device was inspected and components were observed without damages (only delivery shaft separated), trigger was received assembled correctly. Blood residual were observed inside of the mechanism. An ftir was required to determine if delivery shaft contained bond and results showed that the visual inspection revealed that component did not have any type of mechanical damage such as necking which could be an indicator of an overstress applied to the shaft, however traces of material which was determined to be presumably adhesive was found on the surface of the aforementioned component. Based on the analysis performed as part of this report, it was demonstrated that the delivery shaft contains adhesive traces on its surface, however it was not possible to provide robust enough information to determine the cause of the separation, based on the fact that necking was not observed even with the fact that adhesive was poured on the shaft. Review of lot 17186696 revealed no anomalies during the manufacturing and inspection processes. The event reported by the customer as ¿vascular closure device (vcd)/ deployment difficulty-partial deployment¿ was confirmed since the plug was received partial deployed in the separated delivery shaft. The event reported by the customer as ¿delivery shaft/ separated¿ was confirmed due to the condition in which the delivery shaft was received. Ftir analysis revealed that the component did not have any type of mechanical damage and traces of material which was determined to be presumably adhesive was found on the surface of the aforementioned component. Controls are in place to verify that the delivery shaft is fully inspected before leaving the facility. The cause of the events experienced by the customer could not be conclusively determined. However, procedural factors might have contributed as the cause of these conditions reported by the customer. Neither the device history record review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.